Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 12 cm from the strain relief, and the tip was damaged (misshapen/delaminated). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 8-august-2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the patient's laa was too shallow and the device couldn't fully occlude the laa. A watchman® access system was used. The procedure was not completed because of the patient's anatomy. There were no patient complications and the patient was stable. However, the device analysis revealed inner liner delamination.